Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the patient observed fluid leaking from the cartridge when pressing and holding to check for drops, and the patient was advised to replace the cartridge and connector. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, emergency care, or hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed a suspected leak associated with the cartridge and/or connector despite the user reporting that the cartridge was not cracked, the connector needle was not bent, and the cartridge was not overfilled. It was concluded, based on previously established findings for similar reports, that the cause was user handling or a component leak that could not be fully verified without device evaluation.